Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. After the right ventricular lead was repositioned four times to get adequate sensing and capture, the lead impedance increased significantly and pacing capture was unable to be obtained. The physician then replaced the lead and the procedure was completed without further complications. The patient's condition remained stable post procedure.